Event description:
A malfunction alarm was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward, allowing the customer to continue using the pump without further issues.